Manufacturer narrative:
H6: investigation: this is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit flu a+b 30 test hospital veritor (material # 256041) batch number 0040169. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for flu a with bd veritor¿ system for rapid detection of flu a+b laboratory kit a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Result was reported to doctor. There was no patient impact. (1 of 2 patients). It was reported that customer is getting false positive result for flu a. What confirmatory testing was performed that determined the results were erroneous? Pcr. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.

Manufacturer narrative:
Date of birth: patients birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for flu a with bd veritor¿ system for rapid detection of flu a+b laboratory kit a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Result was reported to doctor. There was no patient impact. (1 of 2 patients): it was reported that customer is getting false positive result for flu a. What confirmatory testing was performed that determined the results were erroneous? Pcr. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.